Event description:
It was reported that the patient received inappropriate therapy due to having episodes of atrial fibrillation with a fast ventricular response. It was also reported the patient didn't go to the hospital or the clinic for a device check until approximately four months after receiving the inappropriate therapy. The patient is a participant in the (B)(4) study. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.